Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous and moderately calcified lesion in the distal diagonal branch. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the stent was no able to advance the lesion in a safe way. The stent was removed and it was noted that stent deformation occurred in vivo during positioning/advancing. No patient injury was reported.

Manufacturer narrative:
The stent struts were deformed and due to the deformation the stent was not positioned between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 3rd distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood. Additional information there was no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered but no excessive force was used. If information is provided in the future, a supplemental report will be issued.